Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer initially called stating the insulin pump was giving an alarm every time the battery was inserted. The customer then stated she was hospitalized for high blood glucose levels over 700 mg/dl. The customer did not give an exact date, but stated she was hospitalized about two weeks prior. The customer stated she just did not feel well. No troubleshooting was done due to the insulin pump not being able to recognize the battery.